Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer rebooted the system and the issue resolved. Additionally, use of the advia centaur intact parathyroid hormone (ipth) assay on intraoperative samples is off-label use. As per the instructions for use for advia centaur ipth, this assay is for in vitro diagnostic use in the quantitative determination of ipth in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy. The ccc specialist informed the customer that intraoperative ipth is not a valid application on the advia centaur xp instrument. The cause of the delay in reporting of patient results was due to the errors obtained on the instrument. The cause of errors obtained on the advia centaur xp instrument is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of an advia centaur xp instrument contacted a siemens customer care center and stated they were getting cuvette pusher offline errors, ring loader errors and real time sparc error. The operator was processing an intra-operative sample for intact parathyroid hormone from a patient undergoing surgery. There was delay of 15 minutes in reporting of patient result. There are no known reports of patient intervention due to delay in reporting of patient result.